Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The base of the unit was replaced to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: hcs (B)(4).

Event description:
The hospital reported the right front caster detached from the unit. The unit did not tip or fall. There was no patient involvement.